Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 199 mg/dl, 127 mg/dl, 212 mg/dl, 157 mg/dl, 92 mg/dl and 135 mg/dl. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.